Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 33mm 6900p mitral valve implanted in tricuspid position for 13 years and 1 month underwent a valve-in-valve procedure due to significant degeneration with severe stenosis and moderate regurgitation. Patient presented with mild shortness of breath with some lower extremity edema. The procedure was performed successfully with no complications with a 29mm 9600tfx transcatheter valve. Patient left the operating room in stable condition. Patient was discharged on pod# 1. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date, h4, and h6 type of investigation. Corrected data: section b5. Based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 33mm 6900p mitral valve implanted in tricuspid position for 13 years and 1 month underwent a valve-in-valve procedure due to significant degeneration with severe stenosis and moderate regurgitation. Patient presented with mild shortness of breath with some lower extremity edema. The procedure was performed successfully with no complications with a 29mm 9600tfx transcatheter valve. Patient left the operating room in stable condition. Patient was discharged on pod# 1. There was no investigational evidence of premature failure of the device.